Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 due to a driveline infection. The patient presented with pain and purulent drainage. A driveline culture was positive for proteus mobilus. The patient was started on oral keflex/ cephalexin 500 mg two times a day, however there was no improvement. The patient¿s medication was switched to cipro 750mg twice a day for 30 days and will be reassessed. Infectious disease suspects a superficial infection; therefore, the patient will be treated and monitored. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event